Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to loss of capture and high pacing threshold. The lead was placed in the correct site, but the lead fixation was poor. After the guiding catheter was cut, this might have dislodged the lead and was not able to resolve the anomaly. A new lead with different model was implanted. No adverse patient effects were reported.